Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse the found the blood detects assembly tubing kinked. He repositioned the tubing and corrected autofill problem. During testing the fse also found that when ac is plugged the battery is charged and battery current reads ¿invalid¿. The batteries are charging but charge led is not flashing. The batteries were fully charged without any signs of failure. The fse then replaced the power supply and corrected the invalid reading. The battery led is indicating charging now. The fse then completed all calibration, functionality and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that upon start up, before use on a patient the cs300 intra-aortic balloon pump (iabp) would not autofill. There was no patient involvement and no adverse event was reported.